Event description:
Boston scientific received information that this right ventricular (rv) lead and the associated device displayed high, out of range shock impedance measurements when programmed with a shocking vector of coil to coil. The local boston scientific field representative tested the impedances in a rv coil to can configuration which yielded in range shock measurements. No further trouble shooting or reprogramming was made. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.